Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty a seal was compromised on the package. The lesion that was to be treated was 90% stenosed with moderate tortuosity and severe calcification which was located in the mid left anterior descending artery. When the physician opened the package around the balloon he found that the seal was broken. The procedure was completed with another of the same device. The patient status is stable with no complications reported.

Manufacturer narrative:
Product analysis could not confirm the package seal compromised as stated in this complaint. The device was returned with the bi-tube protector and product mandrel. There was no packaging received with the product. Since the product was received without the original packaging, the package seal could not be inspected for damage. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered as not confirmed due to the returned device which showed no evidence of the alleged issue or any defects which could have contributed to the event.